Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a severely tortuous, moderately calcified lesion exhibiting 90% stenosis located in the distal lad. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that the device failed to cross the lesion and that stent deformation occurred in vivo during positioning/ advancement to the lesion. The procedure was not completed. The patient is reported to be alive with no injury.

Manufacturer narrative:
Photo review: photo 1; image shows a portion of shelf carton and the distal and proximal portion of a device. Deformation is evident to the distal and proximal portion of the stent. The lot number printed on the luer of the device corresponds with the lot reported in gch. Photo 2; image shows a ¿not passing¿ situation statement. If information is provided in the future, a supplemental report will be issued.